Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have a completely missing teflon pad. The teflon pad was missing from its original position at the distal end. The missing piece was approximately 0.3710" x .0830". The instrument was also found to have the whole upper side of the blade indented. The blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. A review of an image provided by the customer shows a harmonic ace instrument with a broken curved blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the front end of the harmonic ace instrument fractured. A fragment fell inside the patient but was retrieved during the same surgical procedure. The surgeon used a backup harmonic ace instrument to complete the procedure.